Event description:
Per email, "customer ordered 6 of these several years ago and one of them just broke."

Manufacturer narrative:
Per email, "customer ordered 6 of these several years ago and one of them just broke." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.